Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction ablation procedure with a soundstar eco 8fg ultrasound catheter and decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was confirmed when performing the initial ultrasound mapping. Timing when complaints occurred was when ultrasound mapping 40 minutes after the start of the procedure. After ultrasound mapping and activation mapping of the rv, cardiac drainage was performed. Since blood pressure became stable, the procedure was resumed. After that, the patient returned to the ward. The patient is followed up. The physician's opinions on the relationship between the event and the product was that there is a possibility that the event was caused at the time of placement the cs catheter. There were no abnormalities observed prior to and during use of the product. Patient¿s gender updated to be female. Transseptal puncture was performed. Force visualization feature used was a visitag. Additional filter used with the visitag was fot. Color option used prospectively was tag index. Biosense webster manufacturer's reference number (B)(4) has 2 reports. This report is for the decanav. The other report is for the soundstar. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 28-dec-2022, bwi received additional information regarding the event. Extended hospitalization was required until the patient¿s condition stabilizes. A rf needle of jll was used for septal puncture (and the concomitant products section has been updated from "transseptal needle" to "jll rf needle"). As a result of the extended hospitalization, section h6 has been updated. The health effect - impact code has been updated to "hospitalization or prolonged hospitalization (f08)". On 9-jan-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Furthermore, on 18-jan-2023, bwi received the following patient information: their initials, their age (59), height (169 cm), and weight (76 kg). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-feb-2023, the product investigation was completed. It was reported that a female patient underwent a premature ventricular contraction ablation procedure with a soundstar eco 8fg ultrasound catheter and decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was confirmed when performing the initial ultrasound mapping. Timing when complaints occurred was when ultrasound mapping 40 minutes after the start of the procedure. After ultrasound mapping and activation mapping of the rv, cardiac drainage was performed. Since blood pressure became stable, the procedure was resumed. After that, the patient returned to the ward. The patient is followed up. The physician's opinions on the relationship between the event and the product was that there is a possibility that the event was caused at the time of placement the cs catheter. There were no abnormalities observed prior to and during use of the product. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic and electrical features were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30718970m number, and no internal actions related to the reported complaint condition were identified.  No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).